Manufacturer narrative:
(B)(4). Batch #: u93k4y. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 11 clips were found inside the clip track. The reported complaint was confirmed. Possible causes for the damage found may be due to the jaws having been restricted during firing, or not being fully through the trocar during firing. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.